Event description:
It was reported that a patient experienced perforation, pericardial effusion, cardiac tamponade and hypotension. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (afib) a faradrive steerable sheath (clear) - us was selected for use. Shortly after achieving transseptal puncture, faradrive was pushed in and pushed through the left atrial appendage (laa). The physician called for a pericardiocentesis tray. After over an hour of intervention, including surgical intervention, it was determined that the left atrial appendage (laa) was punctured and needed to be repaired. The laa was repaired and an laa closure clip was placed. The patient was admitted to the hospital beyond standard of care, and discharge status was mentioned to be unavailable per account/customer. Pulsed field ablation (pfa) procedure was cancelled with the patient being sedated. The patient is expected to fully recover from the event. The device is not expected to return as it was retained by customer.